Event description:
It was reported the fellow was at the patient's bedside for arterial line insertion. After arterial puncture, upon withdrawing the guidewire, the fellow noticed that the guidewire was not coming out the whole way. After further inspection, the fellow realized that the sheath had become unraveled from the guidewire and temporarily stuck. The fellow called the attending physician to the bedside and they were able to remove the whole guidewire/sheath without and harm to patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the fellow was at the patient's bedside for arterial line insertion. After arterial puncture, upon withdrawing the guidewire, the fellow noticed that the guidewire was not coming out the whole way. After further inspection, the fellow realized that the sheath had become unraveled from the guidewire and temporarily stuck. The fellow called the attending physician to the bedside and they were able to remove the whole guidewire/sheath without and harm to patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned guide wire and product lidstock for analysis. No obvious signs of use were observed on the components. Visual analysis revealed that the guide wire is unraveled from the distal weld. The distal end of the core wire is broken and protruding out of the coil wire. The guide wire is also observed to contain one kink in the middle of the body. The distal j-bend is misshapen but intact. Microscopic examination confirmed the defect and confirmed that both welds were present and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. The kink in the guide wire measured 194mm from the proximal weld. The overall length of the core wire measured 355mm which is within the specification limits of 350mm - 355.6mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.614mm, which is within the specification limits of 0.610mm - 0.635mm per the guide wire product drawing. Functional analysis of the guide wire could not be performed due to the damage to the wire. A manual tug test revealed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire passed relevant dimensional analysis, and a device history record review did not reveal any relevant manufacturing issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event, however, the probable cause of the guide wire and catheter resistance cannot be determined without the catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.